Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was an out of adjustment occlusion switch. The occlusion switch has been readjusted. Additional: a service history review revealed that the device has not been serviced previously for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infusor pump with a condition of "keeps alarming." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter, it was discovered that a constant false occlusion alarm occurred when an attempt to infuse was made due to occlusion switch out of adjustment. No patient involvement was reported. No additional information is available. The user interface module master software version is currently unknown for this device.